Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 1 month after two dental implants were installed in intraoral regions #14 and #12 it was verified their non-osseointegration. A 33 ncm of primary stability was achieved and immediate load was performed. The patient presented insufficient bone quality/quantity (bone type IV) and bone graft was executed.